Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was variable. Also the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the patient presented to the emergency department with left sided chest pain and fatigue. Upon interrogation, it was noted the right ventricular (rv) lead performed a polarity switch due to high impedance. Loss of capture and high thresholds were also noted. It was found the lead experienced a microperforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.